Event description:
Info on a medical device registration form indicated that during an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descending artery, the stent dislodged from the delivery system within the left main coronary artery. The stent embolized in the subcutaneous tissue during retrieval attempts with a microsnare. The subcutaneous tissue was probed to locate the stent, and a subsequent femoral hematoma was evacuated. There were no add'l clinical sequelae reported relative to the event.